Manufacturer narrative:
(B)(4). H6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.